Event description:
The patient reported that subsequent to the implant of a protegen sling, they experienced worsened incontinence, pain with urination, odor, dyspareunia, pelvic pain, and yeast, urinary tract and bladder infections. The patient reported the device was removed. The device was not returned for evaluation. The company's directions for use outline as potential complications: "infection."